Event description:
Epidural pump alarmed air in line. Small air bubble seen. Nurse left room, called anesthesia to change tubing. When nurse reentered the room the tubing was severed at the point where the tubing comes out of the pump. Tubing was clamped at the time and there was no harm to the patient. Baxter air eliminating spike pump set for 500ml bag cover 2.8ml, 3.1m (123")